Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, an ace catheter was found kinked near the proximal hub and was not used. A second ace catheter was opened. Upon removal from the packaging, the second ace catheter was found kinked near the distal tip.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00222.

Manufacturer narrative:
The 5max ace was fractured in the proximal shaft under the strain relief, approximately 0.8 cm from the hub. The complaint has been evaluated. The complaint indicated the 5max aces were kinked. Evaluation of the returned devices revealed that the first 5max ace was fractured in the proximal shaft, and confirmed that the second was kinked in the distal shaft. These types of damage typically occur when a device is improperly handled during removal from packaging or during preparation for use. If a catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending of the catheter. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.